Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was displayed as "high." Elevated bg was addressed with a correction bolus via the pump. The customer changed the infusion set and cartridge and resumed insulin delivery.